Event description:
The facility representative reported to largo customer service that the device is overinfusing or giving a dose when not asked for. This was found during patient use, in the labor and delivery department. There was no report of patient injury or medical intervention needed. Baxter has requested additional information; however, none is available at this time.

Event description:
It was reported to baxter (B)(4) the reservoir of a half day infusor 5ml/hr ruptured during an unspecified time. The device was filled with desferrioxamine. The reported condition was not discovered during use with a patient; therefore, there was no report of patient injury or medical intervention by the customer. No additional information is available.

Manufacturer narrative:
(B) (4) baxter's product analysis laboratory performed an investigation on the device and confirmed and reproduced the reported overdelivery. The assignable cause was due to a gap on the pump's mechanism door. The mechanism assembly was replaced to correct the reported condition. The device was repaired, tested per procedure and returned to the customer.

Manufacturer narrative:
(B) (4). The device has been received by baxter's product analysis laboratory for evaluation, however, evaluation has not yet been completed. As soon as evaluation results become available, a follow up report will be submitted.